Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic nasobiliary drainage procedure performed on (B)(6), 2014. According to the complainant, during the procedure, it was noticed that the hydrophilic tip detached and remained in the bile duct, exposing the tip of the metal corewire. The physician did not attempt to retrieve the detached fragment as it is expected to pass naturally. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the distal tip was fully detached exposing the tip of the metal corewire. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. The available information fails to indicate a definite root cause. Based on all gathered information, the most probable root cause is undeterminable. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic nasobiliary drainage procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noticed that the hydrophilic tip detached and remained in the bile duct, exposing the tip of the metal corewire. The physician did not attempt to retrieve the detached fragment as it is expected to pass naturally. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be good.